Manufacturer narrative:
Concomitant medical products: product ID: 37761, lot# c0371998, product type: recharger. Product ID: 37761, lot# c0371998, product type: recharger. Product ID: 37761, lot# c0371998, product type: recharger. (B)(4).

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type ii. It was reported that the implantable neurostimulator recharger (insr) was not charging. The patient reported that the connector pin must have broken the last time he recharged which was a month ago. It was stated that the patient recharged while sleeping. The patient reported that he felt like his pain was starting to come back again over the weekend. The patient noted that he could tell when his battery was getting low because his pain started to comeback. It was stated that the anomaly appeared to have occurred through product use. The patient later called back when he did not receive the replacement component when it was expected.